Event description:
Dealer states "the patient's seat on the safeguard steel commode item 9610 had apparently cracked when he leaned forward to wipe, and it pinched his behind. Patient's caretaker description as follows: left side of lid cracked all the way down. Patient amputee and under weight capacity." Warranty # (B)(4). Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9610-4, serial number/date code is unknown. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.